Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. Dräger derives the following: the described observations match the device behavior during a reboot. A system reboot is the specified device response to overcome deviations in the processing of sw routines when this can't be remedied by other means. The device will briefly power off and back on (i.e. Screen turns black), post an alarm to alert the user to the reboot and will continue ventilation with previous settings under consideration that the reboot removed the source of the deviation. The flashing of the buttons is part of the self-diagnosis done during the boot process. The triggering condition for the reboot cannot be determined due to lack of information. It could have been related to sw or hw deviations, other factors such as a strong electromagnetic disturbance (i.e. Strong electrostatic discharge of the user during interaction with the device) must be taken into consideration as well. Component failures, lack of preventive maintenance, use error or other aspects including combinations could have been contributing factors in the event; a differentiation is not possible due to the missing of relevant information. It is recommended that - if not done yet - the device shall be checked by trained service personnel.

Event description:
Dräger received an ufr stating the following: "during the use of the ventilator, the screen suddenly went black, all buttons flashed and sounded an alarm." As per report, the patient was connected to another device; no health consequences were resulting from the event.